Event description:
An adc customer stated that she "injured all her fingers because her lancing device was not lancing properly, keeping her from being able to work because of the pain in her fingers". Customer refused to further troubleshoot the device issue and did not complete the surveys. As customer did not provide a contact number, adc customer service was unable to contact the customer to clarify the product issues and complete the appropriate surveys. Unable to determine if a serious injury had in fact occurred and unable to determine whether customer required third party medical intervention. There was no report of death or permanent impairment associated with this complaint.

Manufacturer narrative:
As no serial number for the customer's lancing device was provided. Proper lancing device setup, technique and use are covered in product label copy. The product has been requested back for investigation and a follow-up report will be sent once investigation results are available.